Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sgiim4l navigator certain implant mount was used to place an implant. The surgeon removed the mount and attempted to place the encode abutment, but couldn't get it to seat. The surgeon determined that the mount screw had broken off inside the implant during placement of the implant. The implant had to be removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 tapered implant was returned for inspection with an navigator implant mount. A visual inspection revealed that the internal drive feature of the implant shows significant signs of tool damage, and contained the fractured tip of the implant mount screw. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause for the complaint could not be determined.